Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular lead exhibited high pacing impedance, high capture threshold, and a failure to capture. No programming changes were made. There were no patient consequences, and the patient will continue to be monitored.